Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. The patient was administered IV antibiotics to address the issue. The patient's pocket was also washed out during the ipg replacement. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced infection at the ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced. The patient was prescribed antibiotics.